Event description:
It was reported to covidien on 06/15/2009, that a customer had an issue with an insulin syringe. Customer states cannula broke off in vial.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.